Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, this device was used to resect three polyps from the colon. However, while attempting to resect the fourth polyp, the device failed to deliver energy. The polyp was marked by the physician and the procedure was ended. The account reported no anomalies with the generator or active cord used in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the complainant, during the procedure, this device was used to resect three polyps from the colon. However, while attempting to resect the fourth polyp, the device failed to deliver energy. The polyp was marked by the physician and the procedure was ended. The account reported no anomalies with the generator or active cord used in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The weight of the patient is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the returned device was within specification. Functionally, the device was able to be opened and closed within manufacturing specifications. Additionally, electrical testing was performed and the device operated within specification. The device met all manufacturing specifications. Based on the condition of the returned device, the root cause for the reported event could not be determined. The complaint was not confirmed. A device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).